Manufacturer narrative:
G4: 09nov2020. B4: 10nov2020. The fse (field service engineer) evaluated the device and confirmed the reported problem in the error log. The fse replaced the cpu pcba (central processing unit, printed circuit board assembly) board and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17dec2020. B4: 05jan2021. The root cause was determined to be a failure of the ls1 component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
The device annunciated a check ventilator alarm that indicated backup alarm failure. The device was in clinical use. There was no patient harm. A nurse immediately reported the alarm to the hospital medical engineer, who replaced the device with a backup unit. When a sales representative arrived at the hospital, he ran testing but was unable to duplicate the event. When the service engineer evaluated the device, she confirmed the presence of an e-1104 code (backup alarm failed) in the event log. However, she could not duplicate the error. The service engineer recommended replacement of the central processing unit printed circuit board assembly (cpu pcba), in case the failure was caused by a temporal failure in the backup alarm mounted on cpu pcba.